Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on (B)(6) 2015. Investigation results as follows: visual inspection: a visual inspection of the returned autopulse platform was performed and found no physical damage was noted. Archive review: a review of the platform archive was performed and user advisory (ua) 139 (unable to hold compression position) was observed to have occurred during the event date of (B)(6) 2015. Functional test: during functional testing, the autopulse platform displayed ua 139 upon power up. The processor board was replaced to remedy the error message. Based on the investigation, processor board was replaced to remedy the reported complaint. In summary, the customer's reported complaint of autopulse displaying ua 139 was confirmed during archive review and functional testing and was attributed to a defective processor board. After the processor board was replaced, the platform passed all testing.

Event description:
It was reported that a shift check the autopulse platform s/n (B)(4) displayed an error message of "continue with manual CPR." They were unable to clear this error message. This error message is consistent with a system error 139 (unable to hold compression position). No patient involved during this event. No further information was provided.